Event description:
User experienced the analyzer leaking a considerable amount of water onto the floor. No patient results were affected as user had not run any patient samples. No one had slipped or fallen in the liquid. The field service representative determined the module bath had overflowed when the analyzer was not in use. He replaced sv-16 drain valve and advised the user to shut down the analyzer when not in use for extended periods of time.